Event description:
It was reported that the customer experienced high blood glucose. Customer stated that this was caused by an occlusion. The customer's nutritionist recommended to change the complete set and customer complained about having wasting a reservoir by having to change it. Customer thought that the insulin might have been bad since it was leaking out when the infusion set was removed but then the customer noticed that the cannula on the infusion set was bent. Customer experienced headache, bone and muscle pain, thirst and tiredness. Blood glucose was 438 mg/dl; treated with manual insulin injection. Customer was not hospitalized and declined to perform troubleshoot on the insulin pump as stated that the nutritionist checked the device and setting and it is functioning. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.